Event description:
It was reported that the patient with this pacemaker was experiencing sensor driven pacing. The atrial sense marker in falling into post-ventricular atrial refractory period (pvarp) so it isn't tracked, and the pacemaker then delivers pacing. The patient reported feeling symptomatic to the pacing and the field was advised to bring them back into the office for troubleshooting. The pacemaker remains in service and no adverse patient effects were reported.